Event description:
Post polypectomy during colonoscopy team attempted to place a non-expired mantis hemoclip (ref#: m0052142o: lot#: 33026403) to ensure hemostasis. The clip did not detach as expected. The dept manager, charge rn's (registered nurse¿s) and another gi (gastrointestinal) md was called into the room and with the rep called on facetime, the team strategized on a resolve. After failing different attempts of dislodging the clip from the device, it was decided to cut the clip from the outside and withdraw the scope. Safety precautions were discussed and team was prepared with a plan of action in case of complication. Upon withdrawing the scope, the mantis clip was pulled from its placement. Quickly the proceduralist advanced the colonoscope to the location of concern (cecum) to find no perforation and excellent hemostasis. No other clips were attempted. The clip and it's original packaging was retained for scrutiny. The team believes that the spring malfunctioned during operation.